Manufacturer narrative:
Product complaint # (B)(4). Additional information: g4. Additional information was requested, and the following was obtained: was a sales representative present during the case when the issue was experienced? I was not present during the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2026 and hemostatic agent dual applicator device was used. Last week the scrub tech went "to go use a hemostatic agent dual applicator device and the cap got stuck. They were having a hard time opening it during the case so they didn't use. They ended up wasting it and opened another one." The material manager wanted to see if she could get a replacement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) d4 UDI number: UDI/gtin unavailable as this device is from a kit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the luer caps were stuck. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please confirm whether the syringe luer caps were stuck or whether a different part was involved. 2. What was the thawing process used? A. Warm bath: I. Temperature: ii. For how long (in minutes)?: iii. Was the product thawed with or without blister? B. Room temperature: I. Temperature: ii. For how long (in minutes)?: 3. What was the appearance of the product after thawing? 4. Please specify at what temperature and how long was the biologic kept thawed prior to attempt use? 5. Was the application by spraying or by dripping? 6. Was the airless spray tip used? Was the tip properly connected? 7. If the tip used is laparoscopic tip, please indicate how many units of airless spray tip came with the original packaging? 8. How many times was the tip changed? 9. Any damage has been detected? If yes, which part of the device (specifically) was the product leaking out? 10. If any damage or leakage is observed, please identify where the defect is observed (outer box, blister where fibrin sealant is located, prefilled syringe, or tip)? 11. If the damage or leakage is observed with the pre-filled or tip please indicate the affected part in the image below: additional information: d4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 3636159 and 3629300 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.